Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sacral colpopexy procedure on (B)(6) 2012 and the mesh was implanted. The patient experienced recurrent prolapse, pop stage 3 of utero-vaginal and bladder prolapse. It was also reported that the mesh caused nerve impact and quality of life issues. No further information is available.